Event description:
A report was received that the pt's entire precision system was explanted due to infection at the pocket site. The symptoms were swelling and irritation. The pt was given keflex antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for analysis as they were discarded by the medical facility.